Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. The device was not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an intraocular lens (iol) was removed from the patient's right (od) eye upon insertion because the surgeon noticed a scratch on the lens. The replacement lens is the same model and diopter. At exchange, incision was enlarged along with sutures were used. The current patient status was reported as left normally. The customer also indicated that the lens was cut into pieces and not being sent back for analysis. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.